Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, silicone migration, and lymphadenopathy, are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV silicone migration, lymphadenopathy, and rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture", "capsular contracture baker grade IV", "folds", "cysts", "lymph nodes with silicone infiltration" and "10 x 10 mm cortex in 8 mm, it corresponds to a compromised lymph node, a second lymph node with similar characteristics measuring 17 x 9 mm with 8 mm cortex thickening is visualized". Device remains implanted.